Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing worsening pain and inadequate stimulation despite of multiple reprogramming. The patient had an interlaminar lumbar epidural steroid injection without success. The patient will undergo explant procedure.